Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown dose and concentration) via an implantable infusion pump for spinal pain, non-malignant pain, and failed back surgery syndrome. It was reported on (B)(6) 2016 that the patient had experienced withdrawal like symptoms. The patient had thought the pump was due for replacement, but had not heard an alarm and it had not been implanted for 7 years. The patient experienced sweating, cramps, nervousness, and anxiety. He went to the ER where they gave him oral dilaudid. The patient was taking the dilaudid as prescribed and suddenly felt funny like his head was a bowling ball full of opiates. The patient's pump was replaced on (B)(6) 2016 due to longevity, but the patient thought it was malfunctioning. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.